Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic and the physician noted the device pocket was infected. The entire system including the implantable cardioverter defibrillator (ICD) and the chronic leads was explanted with no issue. The patient was stable.